Manufacturer narrative:
Unit passed displacement test. Unit received with cracked battery tube threads. Unit failed selftest due to missing segments (liquid crystal display).

Event description:
The customer reported via phone call that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.